Manufacturer narrative:
(B)(4). Patient medications include lisinopril, omeprazole, tylenol with codeine, and aspirin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, computer tomography (CT) scan reportedly revealed a loss of distal wall apposition of an iliac extender component (pxl161407; 9981951) in the right common iliac artery. No endoleaks were identified. According to the report, the loss of distal seal may have been caused by iliac artery dilatation secondary to aneurysmal disease progression. Moderate thrombus was also noted in both iliac arteries. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby the graft system was extended on the right side with an additional excluder iliac extender component. Final angiography revealed satisfactory endograft position with no endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Date of event changed to (B)(6) 2016 to reflect earliest known date of onset for loss of arterial wall apposition.

Manufacturer narrative:
CT images were received by gore from the facility and an imaging evaluation was performed: one time-point available for evaluation, arterial phase CT dated (B)(6) 2016. There appeared to be an unknown density near the proximal end of the device. There appeared to be a lack of wall apposition at the distal end of the right common iliac artery. There is was endoleak visualized on available images. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Manufacturer narrative:
Correction to imaging evaluation findings: there was no endoleak visualized on available images.